Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported she was hospitalized for low blood glucose level. Paramedics came to her home and rushed her to the emergency room. Blood glucose level was 99 mg/dl at the time of admission. Customer declined to troubleshoot. Customer was advised to disconnect from the insulin pump until troubleshooting has been performed on the device. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.